Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the "up" key required excessive force to evoke a response. The keypad was fully intact and was removed to investigate: evidence of keypad contamination was located under the "contrast","down" and "up"keys.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 stating the up keypad button had been hard to press with a delayed response for one month. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean it. It was reported that the pump was kept in a protective case. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.